Event description:
It was reported that the asymptomatic patient presented for routine follow-up. Upon interrogation of the pacemaker, an error message was received and it could not be interrogated. It was noted that the programmer used to interrogate had an upgraded software version and the pacemaker did not have upgraded firmware. A different programmer with an older software version was used and the issue was resolved.